Event description:
It was reported that the physician performed a tonsillectomy procedure using a coblator ii surgery system and an unknown plasma wand. The procedure was completed successfully, however, sometime post-operatively, the patient experienced re-bleeding at the surgical site. The initial reporter stated that the physician may have been using a reprocessed wand, however, the manufacturer is unable to confirm. No other information was available. No other patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00546.